Event description:
There are no additional details available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the sample mesh passed but the bottom roll and ratchet were damaged and screw was missing from ratchet and the ratchet gear, screw, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00834; 0001526350-2023-00836; 0001526350-2023-00838; 0001526350-2023-00840.

Event description:
It was reported that during a demonstration, the device was tearing the donor skin making it unusable. There were no adverse events associated with this malfunction. No harm or delay were noted. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter telephone number: (B)(6).